Manufacturer narrative:
Upon device return and inspection of the farawave catheter, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device had some resistance when deployed to basket and flower position; however, the catheter was not able to be undeployed when moving the slider switch back to its original position. The catheter was dissected for further inspection. It was observed that there was an accumulation of corrugation below in the distal section of the catheter tip, constricting the guidewire lumen. The reported clinical observation of failure to undeploy the device was confirmed, but the observation that it was difficult to withdraw was not confirmed.

Event description:
It was reported that the catheter array could not undeploy from the basket shape to the neutral position and was difficult to withdraw into the sheath. During a pulse field ablation (pfa) procedure a farawave catheter was used. At the end of the procedure the catheter array could not switch from the basket shape to the neutral position, resulting in complexity getting it into the sheath to finish the procedure. The procedure was completed with no patient complications. The device is expected to be returned for analysis.

Event description:
It was reported that the catheter array could not undeploy from the basket shape to the neutral position and was difficult to withdraw into the sheath. During a pulse field ablation (pfa) procedure a farawave catheter was used. At the end of the procedure the catheter array could not switch from the basket shape to the neutral position, resulting in complexity getting it into the sheath to finish the procedure. The procedure was completed with no patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.